Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
We received a publication from hindawi, case reports in cardiology, volume 2019, article ID 4591250, 6 pages that a (B)(6) years old caucasian male had impella 5.0 pump inserted in the left ventricle where the impella cp was inserted via the left femoral artery. The patient developed profound intravascular hemolysis, transient complete heart block, and pulseless electrical activity requiring cardiopulmonary resuscitation. A repeat echocardiogram revealed small left ventricle (lv) and right ventricle (rv) cavity sizes. The impella 5.0 caused suction of endocardial tissue, leading to hemolysis and increased vagotonia. This improved with volume resuscitation and blood transfusion with reduction in flow rate. The impella 5.0 was explanted in the operating room (or).